Event description:
Patient had right heart alarm when he was changing his batteries on (B)(6) 2012. After he replaced his batteries, the alarm went away. In lvad clonic on (B)(6) 2012, his sc had exposed shielding on white cable. Sc changed out.